Event description:
I had a breast augmentation (B)(6) 2007. The surgeon used mentor moderate profile smooth round saline implants. I, within a couple weeks, was hospitalized due to a septic infection. I have been experiencing a myriad of symptoms since then. I have had several sinus surgeries (ent visits), headache issues (neurologists visits), joint and back pain (gp), skin rashes (gp), brain fog (gp), many eye issues (ophthalmologist) just to mention some of my problems. Left and right implants. FDA safety report ID# (B)(4).